Event description:
The customer reported a false positive result of patient samples with the anti-b of ih-card abo/d(dvi-)+rev. A1, b when used on the ih-1000. The customer provided the patient samples that had cause the false positive reaction - red blood cells of two patients labeled as #1 and #2 and one plasma labeled as #2. She did not provide the allegedly defective product for investigational testing. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot of h-card abo/d(dvi-)+rev. A1, b with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. Additionally, our quality control laboratory visually checked their retention samples for intact sealing, homogeneous gel, visible supernatant, and absence of droplets in the reaction chamber. All acceptance criteria were met. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Our quality control laboratory tested the patient samples provided by the customer with their retention sample on the ih-1000. Both patient samples showed the correct blood group a. The correctness of the blood group was confirmed in the tube test with monoclonal abo reagents. Plasma #2 showed a false negative reaction with ih-cell b in the reverse typing. This issue was addressed in (B)(4), associated MDR report no. 9610824-2021-00079. The customer did also provide trace files of the affected instrument ih-1000 for investigation. Analysis of these trace files showed that all the tests (blood group test) identified with the false positive anti b were performed with the right pipettor. The instrument misadjustment could be the root cause, resulting in an interwell contamination. Based on the analysis of the data files of the ih-1000 the complaint was classified as confirmed - upp, unexpected product performance. The most probably root cause is a combination of an instrument misadjustment and an interwell contamination. The inter-well contamination is generally caused by using ih-card that are in a sub-optimal status (drops of antisera under the aluminum foil of the ih card) and or the non-centering of the needle/ ih card wells. We recommended to replace the right needle, to check the centering needle/wells, to check the centering needle/washing pot, piercing ih card (check the size and hole centered), discarding ih cards which present drops of antisera on the incubation chamber and checking the remaining lot and their storage conditions. Our field service engineer confirmed that all items have been verified on this instrument. When preparing our final report on related case MDR 9610824-2021-00078 we realized that the false positive result not only occurred on (B)(6) 2021 as reported in the said MDR but also on a second day, november 18, subject of this report. Because this report is delayed, an internal quality notification has been raised.

Manufacturer narrative:
This is our combined initial and final report on this incident.